Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In (B)(6) 2016 the patient had surgery. After a few months the patient reported feeling their wrist was uncomfortable. The doctor decided to remove the screw. During surgery, the cortical distal screw of matrix plate broke and it was necessary perform volar and dorsal surgical approach to remove it.

Manufacturer narrative:
The reported event that titanium bone screws, diam.2.7x22mm, cross-pin, self-tapping, (5/package) was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Unfortunately no further details could be obtained, it was only mentioned that the cortical distal screw broke during removal and was replaced accordingly. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was lost in transit.

Event description:
In (B)(6) the patient had surgery. After a few months the patient reported feeling their wrist was uncomfortable. The doctor decided to remove the screw. During surgery, the cortical distal screw of matrix plate broke and it was necessary perform volar and dorsal surgical approach to remove it. Updated: the screw was removed and replaced.